Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and eleven months post implant of this 29mm bioprosthetic aortic valve, it was explanted and replaced with a 27mm valve of the same size and model. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this aortic valve was implanted along with a non-medtronic aortic root graft. Approximately four years and eleven months post implant of this valve, computed tomography (CT) revealed a false aneurysm emanating from the aortic root near the left coronary ostia. Upon explanting the valve, the physician described the false aneurysm as a "7mm to 8mm erosion" to the left of the coronary sinus of valsalva, and adjacent to, but not continuous with, the left coronary ostia. A 27mm bioprosthetic aortic root valve and non-medtronic root graft were implanted successfully. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.